Event description:
Supplemental report is being submitted due to the completion of the investigation on 19-mar-26. Additional information received 10feb2026: 1. Are images of the device or procedure available? - no. 2. If the report involves a kink, bend, or break in the needle, where is this located on the device (handle end(proximal end) or patient end (distal end))? - handle end. 3. Was gaining access to the target site difficult? - yes. 4. Was puncture of the targeted site difficult? - yes. 5. Was force required on insertion of device into scope? - yes. 6. Was resistance felt while inserting the device through the scope? - no. 7. Was the device used in a tortuous position? - no. 8. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? - retraction. 9. Was the endoscope in a flexed or twisted position at any time during the procedure? - no. 10. Was difficulty experienced while retracting the needle? - no. 11. Was it possible to be fully retract before removing the needle from the patient? - yes. 12. How many samples were obtained (passes completed) with this needle? - 1. 13. Did any section of the device detach inside the patient? - no. 14. If not with the device in question, how was the procedure performed and/or finished? - with a new needle. 15. Did the patient require any additional procedures as a result of this event? - no.

Manufacturer narrative:
Device evaluation: 1 unit of lot of echo-hd-3-20-c device involved in this complaint was returned for evaluation. With the information provided, a physical examination investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 12th of february 2026. Visual inspection: stylet returned separate to the device. Stylet examined and no issue observed. Sheath damage observed at the proximal end. Distal end of needle examined and slight kink observed at approx. 2.5cm from tip of needle. Functional inspection: sheath extender able to advance and retract without issue. Needle handle able to advance and retract without issue. Needle removed from device and no other issue observed. Equipment used ruler: ipe0402 (calibration apr 2035) the reported failure was observed. Manufacturing records: prior to distribution all echo-hd-3-20-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with this lot number. A review of the manufacturing records for echo-hd-3-20-c of this lot number did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: the notes section of the instructions for use, ifu0077 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: image 1 was reviewed through cook research inc. (Cri) and comments were provided by the independent reviewer. 1. One poor quality picture of a monitor displaying the endoscopic and endoscopic ultrasound images from the procedure. 2. No useful information regarding the complaint can be gained from the image submitted for review. 3. Without further information regarding the procedure, approach, consistency, angle of entry, etc, the etiology of the complaint is indeterminant. The most likely explanation is that the tissue or tumor consistency resulted in the biopsy needle being deflected or angulated as the needle was advanced, creating a bend or kink in the needle. Attempting to retract the needle was then challenging because of this angulation. If the angulation was severe enough, one could imagine attempting to retract the stylet with force could result in it breaking, as was described. Root cause analysis: a definitive cause could not be determined from the investigation. However, a potential root cause may be associated with the challenging access and the difficulty in puncturing the target site, as outlined in the additional information. These factors likely contributed to the distal needle kink. The presence of the distal needle kink, combined with the additional force applied during the insertion of the device into the scope, would have increased the pressure on the needle and may have subsequently contributed to the observed sheath damage. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, the needle could not be retracted, and upon retraction, it was found that the inner part of the needle broken. Confirmed quantity, 01 device was confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. Investigation findings conclude that a definitive root cause was established. A potential root cause may be associated with the challenging access and the difficulty in puncturing the target site, as outlined in the additional information. These factors likely contributed to the distal needle kink. The presence of the distal needle kink, combined with the additional force applied during the insertion of the device into the scope, would have increased the pressure on the needle and may have subsequently contributed to the observed sheath damage. Complaints of this nature will continue to be monitored for similar events. Complaint is confirmed based on visual and/or functional inspection.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Under the guidance of endoscopic ultrasonography, a puncture was performed on a 25.6*21.3mm hypoechogenic lesion in the pancreatic uncinate process. The needle could not be retracted, and upon retration, it was found that the inner part of the needle broken. Puncture procedure: under real-time guidance of endoscopic ultrasonography, a 22g-procore endoscopic ultrasound-specific biopsy needle from cook company was inserted into the hypoechogenic lesion in the pancreatic uncinate process. Negative pressure was applied at 5ml/l, and modified wet compression and slow withdrawal of the needle core were performed for 20 cycles, with a total of four punctures. Specimens were aspirated and smear-prepared for cytological examination, and tissue strips were obtained for pathological examination. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.